Manufacturer narrative:
Plant investigation: the provided picture showed a leakage of the membrane/fiber, therefore manufacturing - assembly was chosen for failure mode. A complaint history review for affected product and product family was performed. 27 complaints were received regarding this batch, all from thailand which looks like a local problem.

Event description:
It was reported that a leak occurred 20 minutes after treatment was initiated. It was reported that there was a membrane/fiber leak from a dialyzer with lot number a2bl081. The estimated blood loss (ebl) volume is unknown. No additional information could be obtained.